Event description:
It was reported that during an implant attempt, a set screw connection anomaly was observed. Device was replaced. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of the inability to secure leads to the svc port in the header was confirmed in the laboratory. Visual inspection identified silicone material in the svc set screw hex cavity and foreign material in the svc set screw bore. The foreign material prevented the svc set screw from fully entering the bore to secure the lead.